Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts along the majority of the stent from the proximal end of the crimped stent was distorted with both stretching & bunching evident at the proximal portion. The distal end was undamaged. It is likely the crimped stent may have encountered resistance & subsequent damage during advancement and withdrawal attempts. The bumper tip of the device showed signs of damage to the tip. This type of damage is consistent with extreme resistance being encountered on advancement of the stent delivery catheter. The balloon cones profile were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 22x2.25mm, eccentric, de novo target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and mildly calcified left circumflex artery (lcx). Following predilation, a 2.25x24mm promus element ¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the physician noted that the stent body was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 22x2.25mm, eccentric, de novo target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and mildly calcified left circumflex artery (lcx). Following predilation, a 2.25x24mm promus element ¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the physician noted that the stent body was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.